Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 03.809.921, lot 3126269: manufacturing site: hägendorf. Release to warehouse date: april 24, 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the paddles were bent, and the pusher was jammed and will not rotate on its shaft. There were scratches and the etching on the device started to fade. No other issues were identified with the returned components of the device. The functional test was performed on the returned device. The pusher was not able to rotate clockwise or anticlockwise on its shaft even with added leverage from the pliers due to which the pusher cannot be twisted down through the paddles as intended. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the oracle lateral quick inserter/distractor (squid) do not rotates freely after the case. We placed two oracle interbody cages and everything was working fine. During another inspection squid preparing for a case, the inserter that engages with the graft no longer spins freely on the driver. So if the squid handle is turned, the inserter also spins and gets caught on the arms of the squid. No patient involvement. This report is for one (1) lateral quick inserter/distractor. This is report 1 of 1 for complaint (B)(4).